Manufacturer narrative:
The IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. The sample was not returned to new world medical; therefore, the issue could not be confirmed. If sample is returned to new world medical, it will be evaluated, and this report will be updated.

Event description:
Dr. Advised that he experienced a failure with agv. His patient's iop dropped to zero, resulting in an explant performed by the patient's retina surgeon.